Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use on patient, the cs100 upgraded to cs300 intra-aortic balloon pump (iabp), had auto fill failure alarm. Iabp trouble shooting and helium tank changed, failure alarm continued, iabp machine changed, no alarm. No harm reported.

Event description:
It was reported by customer that during use on patient, the cs300 intra-aortic balloon pump (iabp), had auto fill failure alarm. Iabp trouble shooting and helium tank changed, failure alarm continued, iabp machine changed, no alarm. No harm reported.

Manufacturer narrative:
Updated fields: a4, b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, component codes and investigation findings, investigation conclusions), h11 corrected field: b5. Fields d1 and d4 of the emdr is for original iabp cs100, however this iabp was upgraded to a cs300 intra aortic balloon pump, PMA 510k is k063525 for cs300. A getinge field service engineer (fse) inspected the device and identified error codes associated with the main board. The fse replaced the main board pcb and performed a preventive maintenance (pm) inspection, completing all checklist procedures in accordance with the manufacturer¿s specifications.the unit passed all functional and safety tests and was returned to the customer in good working condition.